Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to remove the nail. Removal does not indicate a defect in the product or a failure of the implant. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 7/1/2021 that a sign im nail implanted to repair a fracture was removed due to a non-union with infection. Surgeon comment: "patient lost at follow up since (B)(6) 2020. Still bone exposed and osteomyelitis. Today we have removed the nail, done extensive sequestrectomy and debridement, put external fixator and done secondary stitching."